Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rezd1324 showed one other similar product complaint from this lot number.

Event description:
Doctor reported that during insertion, it was noticed that catheter leaked and had ruptured near the valve. No patient injury reported.